Event description:
At about 1 year from the primary, the patient came in due to a loose femoral implant and the cause is unknown. The surgeon noted that the bone quality was good and there were no signs of infection. Additionally, there was no reported trauma. The surgeon revised the medacta tibial tray, insert, and femoral component to a competitor tray, insert, and femoral component. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 february 2026. Gmk-spherika 02.12. Ka14r gmk spherika femoral component s4+r cemented (k211004) lot 2402430: (B)(4) items manufactured and released on 09-jun-2024. Expiration date: 25-jun-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.